Event description:
Patient revised for apparent aseptic loosening of cup. Osteolysis was noted behind cup and between trunnion and inner portion of head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.